Manufacturer narrative:
Continuation of d10: product ID a810, lot# unknown, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown/unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding their external device. It was reported that the synchromed app was restarting mid interrogation and would like a solution. Troubleshooting/diagnostics included the following: the synchromed app was up to date >cdu out of date > cdu updated successfully >hcp said the 338 error code happened on the tablet (app possibly wasn't updated) >navigated the user to send me application logs of synchromed >app logs collected >navigated the user to hub >sync'd device >confirmed not messages in hub >reapplied the feature flag profile. It was unknown if the issue resolved at the time of this report. Additional information was received from the healthcare provider (hcp) reporting that the issue had yet to resolve, the tablet still gave the code and restarts, and stated, "maybe new tablet or software".